Event description:
During use the tip of the device bent back at approximately a 45 degree angle. The instrument was then removed from use and placed on a table. Someone in the or straightened out the tip while it was on the table. The surgeon encountered a bleeder and someone handed the surgeon the bent ligasure to use. Upon using, the tip of the device then fell off into the surgical cavity. The tip was removed from the patient without any reported incident or adverse affects to the patient.